Event description:
The patient reported that one v-go fell off yesterday after 13 hours. The patient was wearing the v-go on her leg. The patient stated that the v-go started to sting and patient removed and replaced it with a new one. The patient discarded the v-go.